Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024011712. Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient was admitted to the hospital due to a driveline infection. Foul smelling exudate was present at the exit site with tenderness and erythema. Cultures were positive for pseudomonas aeruginosa. The patient¿s white cell count was 11 x 10^9 cells/l and c-reactive protein level was 60 mg/dl. Unspecified changes to the patient¿s medication were made. The infection reportedly resolved by (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause of the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.